Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was device failure, the battery does not function. Battery loses power faster than normal. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
It is unknown if there was patient involvement. Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the action taken as exchange, replacement. During the pre-repair diagnostic assessment the service technician identified the failure code as worn-out. The service technician identified the probable root cause as normal wear. The device was returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.